Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical study that this patient implanted via thoracotomy approach was readmitted to the hospital for treatment of right ventricular failure and positional inflow cannula resulting in low flow when the patient is on the left side. The patient was discharged on milrinone on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed multiple low flow alarms logged since (B)(6) 2015. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.